Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an external device. It was reported that the patient was having troubles with the equipment connecting to the pump all weekend going into beginning of this week. Caller said that healthcare provider just set up the device for the patient to bolus every 3 hours. Agent guided the caller through connecting to the pump. Caller noted that the handset got stuck at 90% but then went through and connected to the pump. Agent reviewed handset lag/clearing the data. Agent guided the caller through deleting the data. Patient was then able to connect to the pump without any issue or lag. The troubleshooting steps that were taken on the call resolved the issue. Patient will call back if further assistance is needed.